Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Hypertension and renal failure are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was calcified. The 3.5 x 15 mm xience prime stent was unable to be advanced to the desired location due to calcification; therefore the stent was not deployed. No other devices were able to cross the lesion, only the guide wire crossed. The patient developed hypertension and transient acute renal failure forty-eight hours later. No adverse patient effects related to the failure to cross were reported; however, a clinically significant delay of procedure was reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the renal failure and hypertension could have been due to the delay in procedure.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.